Manufacturer narrative:
A product specialist provided a more accurate part ID; therefore, the product information, including the product code and 510k have been updated to reflect the closest possible match. Exact product details remain unknown. This report is being submitted with updated information with reference to report number 1218950-2024-000870.

Event description:
It was reported the customer noted differences between the measured spo2 and the patient's arterial blood gas in that the monitor's saturation measures lower than the gas. This leads to more frequent and unnecessary alarms and more frequent blood draws to measure blood gases. The configuration of the monitor was reviewed, revealing no anomalies, and the masimo sensors were all replaced. There was no report of actual harm associated with this complaint.

Manufacturer narrative:
Good faith follow up was performed to obtain additional details and the following information was provided: it was indicated the difference between the arterial blood gas and the sensor was significant, with the sensor displaying 66% and the blood gas value at 87%. This was from a direct blood draw with values being measured one minute apart. The customer believes the issue lies with the spo2 sensor and spo2 technology. The customer indicated they have been in contact with masimo regarding the issue. Reference case details were requested but were not provided. Effort was made to obtain part ID and serial/lot numbers for the cable(s) involved; however, this information was not available. Based on the information available, the reported problem was confirmed. The cause of the problem was unable to be confirmed; however, it is understood to be related to the masimo cable. The customer was provided a replacement cable by masimo to resolve the issue. The investigation is being conducted by masimo, and no further information is available to philips regarding the issue. It has been concluded that no further action by philips is required at this time. Product code and 510k information is not available; however, the closest possible match was selected for the record.